Manufacturer narrative:
Correction info: based on further review, the event has been previously reported under emdr# 2648035-2020-00855. No further information will be submitted as the reported event in this file no longer meets the reportability criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site, as it was discarded. Therefore, the sample evaluation could not be performed. And the reported issue could not be verified. Manufacturing records review: the manufacturing records could not be performed, as the serial number is unknown. Historical data analysis: a search of complaints could not be performed, as the serial number is unknown. Conclusion: based on the limited information provided, there is no possible to determine an indication of a malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020. Expiration date: unknown, as serial number was not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the posterior capsule of the patient's eye ruptured during the implantation with the preloaded intraocular lens. No further information was available.